Manufacturer narrative:
Mml reference # (B)(4).

Event description:
It was reported that the patient was receiving insufficient therapy and has pain level of 6.5 to 10. The field clinical engineer (fce) confirmed that the right electrode was out-of-range. Revision surgery was performed to remove and replace the right stimulation lead to address the issue. The revision surgery was successful with no report of patient harm or surgery.

Manufacturer narrative:
The lead assembly was returned and evaluated. The reported issue was verified. The analysis confirmed that lead conductor fractures were the cause of the out -of-range impedance conditions observed with the right percutaneous stimulation lead. A review of the implant documentation indicates the lead model was the old lead (8000-45). The 8000-45 lead is no longer used for implants. Mml reference #(B)(4).

Event description:
It was reported that the patient was receiving insufficient therapy and has pain level of 6.5 to 10. The field clinical engineer (fce) confirmed that the right electrode was out-of-range. Revision surgery was performed to remove and replace the right stimulation lead to address the issue. The revision surgery was successful with no report of patient harm or surgery.